Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up due to an alarm warning: impedance of the left ventricular was high. The stimulation threshold was increased from 1,0 to 4,5v. On the x-ray image no dislocation or defect could be recognized. No additional information was available.